Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001825034 - 2017 - 06800, 0001825034 - 2017 - 06801, 0001825034 - 2017 - 06802. Concomitant medical products- p/n unknown, unknown, unknown, femoral head l/n unknown, p/n unknown, unknown, unknown acetabular cup, l/n unknown, p/n unknown unknown, unknown femoral stem, l/n unknown. The device has not been returned for evaluation at the time of this reporting. It has not been reported the patient has been revised and the device(s) assumed yet implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Still implanted.

Event description:
It was reported that a patient is experiencing rheumatic polymyalgia, fibromyalgia, hemorrhage, and embolization.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.